Event description:
The caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.